Event description:
Reporter alleged blood glucose measured 161mg/dl at 11:50 am and customer passed out prior to getting a chance to eat lunch. It was stated 911 was called and fifteen minutes later the paramedics measured glucose to be 36mg/dl. Reporter stated customer was treated with glucose IV and transported to the hospital where he was admitted for 4 days. A request was made for the return of the suspect device and replacement product was sent.